Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted flexima biliary stent removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2017. On (B)(6) 2017 a flexima biliary stent was implanted in the patient with no issue reported. On (B)(6) 2017, the patient underwent a stent removal procedure and it was noticed that the stent had migrated distally out of the common bile duct. The flexima biliary stent had passed through the patient naturally. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.